Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels that ranged from 40-50 mg/dl. The suspected cause of the low bgs was unknown. Customer consumed carbohydrates to address low bg. In addition, it was reported that the pump touchscreen was unresponsive. There was no impact to the customer's bg level. A system check was performed on the pump and the pump was functioning as intended.